Manufacturer narrative:
Received one single dpt-vamp plus kit with IV set and pressure tubing. The grey particulate was found inside the IV tubing, between the green adhesive tapes. The particulate did not move during 5 minutes of continuous flushing. The particulate was not embedded within the tubing and could be removed from tubing surface without any problem. (B)(6) the ir spectrum of the unknown grey rubber material showed similar absorption characteristics when comparing to polypropylene like material.

Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. A supplemental report of the evaluation will be forthcoming when the results are completed.

Event description:
It was reported that unknown black dust-like particulate was found inside the fluid lumen of the tubing before use. The area where the particulate was found is marked with a green tape. There is no photo available. There were no patient complications reported.